Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, lead was dented at the suture tie region, and stylet could not be inserted. The reported events of lead dented at the suture sleeve region and stylet could not be inserted were confirmed. A complete lead was received in one piece. Visual and x-ray examination found the lead was damaged at the suture tie region. Procedural damage to the lead also found at the distal region. The cause of the reported complaints of lead dented was due to overtight suture. The cause of reported event of stylet could not be inserted was due to procedural damage to the lead. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures. Internal shorting was due to procedural damage. All tines were intact.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) and right ventricular (rv) leads exhibited loss of capture. X-ray confirmed that both the leads were dislodged. Upon repositioning attempt, the lead sutures were untied, and the stylet failed to advance through the rv lead. The physician visually confirmed that the rv lead was dented at the area where sutures had previously been tied. The ra lead was successfully repositioned while the rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.